Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable microalbumin result for one patient urine sample. The initial result was 82.16 mg/l and the repeat result was 162.05 mg/l. The sample was tested on another cobas 6000 c (501) module analyzer and the result was <3mg/l which believed to be correct based on the clinical status of the patient. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 253367. The expiration date was requested but was not provided. Contamination of the sample probe was suspected.

Manufacturer narrative:
The customer cleaned the sample probe and confirmed the analyzer was then performing within specifications. Therefore, the issue was believed to be due to sample probe carry over.